Event description:
Complainant alleged that during a routine inspection of the device, the unit emits a repetitive beeping tone. The complainant indicated that there was no pt involvement in the reported malfunction.